Manufacturer narrative:
(B)(4).

Event description:
A manufacturer representative reported that they were performing a revision. The representative was unable to provide further information during the revision. No patient name, serial numbers, device issues, patient symptoms, causes, event date, or troubleshooting reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the initial call regarded if the implant method was good or would work. Everything worked well and the patient was doing well. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.